Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a constant tone; he removed the battery and rested the device for two hours but when he inserted a new battery the constant tone persisted. The patient's blood glucose was 150 mg/dl at the time of insulin pump reset. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor, electronic assemblies, corrosion on the motor home switch and vibrator motor assembly noted. However, the operating currents are within specifications and self-test, off no power test, a21 error test, displacement test and rewind test. No unexpected audio or beep anomalies, constant tone anomalies or watch dog alarms noted during our testing. The insulin pump was received with minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.